Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer's blood glucose level. The report was made anonymously, so no additional information could be obtained.